Manufacturer narrative:
On (B)(6) 2020, additional information received indicated that the patient was 40 years old at the time of event. Patient was replaced with mentor saline implant. The lot number of the right suspect device reported to be (B)(4). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis experienced right sided deflation post procedure. A physical consultation was performed by a physician and deflation was diagnosed. As a result, an explant was scheduled on (B)(6) 2020.